Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated the amount of carbohydrates consumed, and subsequently delivered a larger bolus than needed. Customer became confused and delivered additional boluses resulting in a blood glucose (bg) level between 40-42 mg/dl. Customer consumed eight rescue sugars to treat bg level. Tandem technical support reviewed pump data logs and confirmed the pump functioned as intended. Recommendation was made to consult with health care provider regarding diabetes management.